Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/19/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: new information received from the customer related to the (B)(4) on 12 january 2023 : regarding the number of patients involved, there were 3. There was no harm to the patients but it happened 3 times 2 other complaints were recorded : the (B)(4) are related. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was requested: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify was there any adverse consequence associated with the patient? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. It was reported that the same issue happened on several devices from the same lot, please specify: what is the total number of products involved in this event? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). The following information was obtained: there was no patient consequence but the surgeon encountered the issue 3 times. He kept only one impacted device, the last which was used, so it is available for analysis. The needle pulled off the strand during the suture, so during the analysis, be careful, because the needle is dirty. The surgeon soaked it in alcohol for two hours, but still be careful. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related reports: 2210968-2022-10695, 2210968-2022-10696.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle pulled off from the thread the same issue happened on several devices from the same lot. There were no patient consequences reported. Additional information was requested.